Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 11 years and 5 months due to acute aortic insufficiency with bioprosthetic valve endocarditis. According to the op report, the patient presented with acute respiratory failure and non-st elevation myocardial infarction. The was also found to have pulmonary edema presumably due to acute diastolic congestive heart failure secondary to acute aortic insufficiency resulting from endocarditis of the patient's bioprosthetic aortic valve. The patient was initially stabilized with endotracheal intubation and mechanical ventilation. The patient was being treated medically with afterload reduction and diuretic therapy in order to improve the patient's respiratory status and pulmonary edema prior to surgical intervention. However, over a period of 12 hours, the patient began to develop progressive hypoxemia despite the use of peep and 100% inspired oxygen. Because of the patient's progressive hypoxemia, acute aortic insufficiency and endocarditis, the patient was taken to the operating room emergently for intervention despite the increased risk. Intraoperative tee confirmed the presence of wide open aortic insufficiency. There appeared to be a ruptured cusp or torn cusp plus or minus vegetation attached to it. During inspection of the valve, it was noted that the cusp at the right coronary sinus was 3/4 of the way torn. There appeared to be a vegetation attached to that piece of leaflet. The bioprosthetic valve was then removed. There was no annular abscess noted. The annulus was debrided. A 23 mm edwards pericardial bioprosthetic valve was then placed in the aortic position with a pledget on the ventricular side. The patient appeared to tolerate the procedure well and transported to the intensive care unit in stable, but critical condition. A tee was done post-procedure showing that the aortic valve was functioning well without any significant abnormality. Lv function and rv function appeared to be unchanged.

Manufacturer narrative:
Device not returned. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. In this case, it appears that the insufficiency was likely caused by the infected valve (endocarditis). Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the root cause of this event cannot be confirmed without the sample device.